Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred with 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Bd evaluated retained samples with functional testing, and all 10 sleeves were recovered as expected with no leakage occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd has initiated corrective and preventative action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred with 10 devices. No adverse impact was reported regarding the patient or user.